Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, a diagnostic anomaly was observed. The device reported max charge time from a scheduled normal capm. It was suspected that the device oversensed shortened output stage detection check during capm. It was recommended to perform manual capm during patient¿s next in-clinic visit. No further information is available at this time.